Manufacturer narrative:
Based on the information provided, the cause of the reported surgical complication cannot be determined. There was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Additional investigations are not applicable at this time as the following information is unknown: customer site, system serial number, event date. This event is being reported due to the following conclusion: it was reported that during a da vinci assisted procedure a small bowel injury occurred. The procedure was converted to open to perform an ileal repair. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. Product related fields are unknown as specific product information is unknown as of the date of this report. The expiration date is not applicable.

Event description:
On 07-june-2021, intuitive surgical inc. (Isi) became aware of a journal of robotic surgery article titled, ¿robotic-assisted radical prostatectomy following colo-rectal surgery: a user¿s guide¿ (lorenzo g. Luciani , et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted. It was reported that during a da vinci-assisted radical prostatectomy following a colo-rectal surgical procedure, an unspecified bowel injury occurred. The procedure was converted to open to perform an ileal repair. The date of the alleged event is unknown. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.